Event description:
It was reported that the customer experienced high blood glucose levels. Pump passed delivery system check. Customer changed cartridge and delivered a manual correction bolus of 11 units.

Manufacturer narrative:
No product returning for evaluation. Should new info become available. A supplemental form will be submitted.